Event description:
Related manufacturer reference number: 1627487-2022-04473, 1627487-2022-04474. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2022-04473, 1627487-2022-04474, 1627487-2022-05406. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2022, where three leads and the ipg were explanted and replaced. Therapy was restored post op.